Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds and loss of capture. Technical service confirmed there was loss of capture and recommended to bring the patient in for an evaluation. At this time, the lead remains in service. No adverse patient effects were reported.